Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a dialysis catheter. The customer reports a pd pt developed peritonitis, reportedly from leakage of catheter due to pressure from constipation. The pt developed peritonitis and a hole in the pd catheter went unnoticed. Antibiotics were prescribed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.